Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2014 with the following findings:the pump black box showed 4 battery alarms occurring on 04/05/2014. The pump battery comparmtnet was observed to be intact however moisture damage was observed inside the battery compartment and on the underside of the battery cap. A pump leak test was performed and no leaks were duplicated. The pump battery cap was tightened and the pump powered on appropriately. The pump was exercised without power issues duplicated. The pump electrical current draws were tested and found that the current draws were within specifications. The pump was opened and evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging shortened battery life; the reporter indicated multiple battery alarm code 128 over the course of one month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.